Manufacturer narrative:
A ge rep evaluated the system and reseated interconnect cable connectors. The system operates as intended.

Event description:
The field engineer reported the system displayed a communication error message which cause a system lock-up. There is no report of pt injury or death.